Event description:
It was reported that the customer was hospitalized for dka. It was indicated that it was the first time customer rewound the pump. Also it was mentioned that the customer was vomiting for about three days. Troubleshooting was performed. The programming and histories on the pump were correct. A fixed prime test was completed and the insulin exited. Pump was operating as assigned. During the call it was found that the customer was in an accident the weekend before the call and customer might accidentally bumped their pump. Found that the customer inserts the infusion set sitting down. Additionally the customer did not know the two high bg rule and has not changed the entire set as supposed.